Event description:
The physician discovered high impedance when interrogating the patient. The patient's mother informed that the patient has been sleeping with his left arm behind his back stretching out the area and has been rubbing the neck around the electrode site quite a bit. The physician observed no signs of distress from the patient or redness at the site. The physician shut the device off as the output current was not delivering with the high impedance present. X-rays were performed and the physician confirmed lead fractures when assessing the x-ray. The patient was referred for surgery. Information was later received confirming that the lead was explanted and replaced. The explanted product was discarded by the explanting facility; and therefore the explanted lead is not available for analysis. No other relevant information has been received to date.